Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a gastroscopy procedure for duodenal ulcer performed on (B)(6) 2025. During the procedure, as the nurse deployed the clip onto a small ulcer, the clip arms bent backward and would not release from the catheter. Despite fully closing and reopening the handle several times, the clip remained attached. The open clip, with bent arms, had to be carefully removed from the patient while still attached to the end of the scope. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.